Event description:
It was reported that this lead exhibited elevated shock and pacing impedances. Technical services (ts) stated that it could be sign of early fracture. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.